Event description:
Nurse practitioner reported that a patient presented with a surgical wound dehiscence at an unspecified time following surgery. Customer opines skin would dehiscence was caught by failure of the proceed mesh to become incorporated. The mesh was reported as intact. No further information was provided.